Event description:
It was reported that during testing at the MFR, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The handswitch was visually examined which revealed that the loctite application was insufficient. Due to the insufficient loctite, the handswitch was out of position causing it to operate without user activation.